Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial h8. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Attempts were performed to obtain additional information, but no response was received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the following literature titled "impact of sarcopenia on recurrent biliary obstruction after eus-guided biliary drainage in patients with malignant biliary obstruction." The aim of this study was to assess the ability of sarcopenia to predict recurrent biliary obstruction (rbo) in patients with unresectable cancer after eus-guided biliary drainage (eus-bd). The study enrolled 113 patients who underwent endoscopic ultrasound guided biliary drainage (eus-bd) using the self-expandable metal stent (sems) for unresectable malignant biliary obstruction (mbo) between april 2016 and december 2021. Seventy-six patients were assigned to the sarcopenia group, and 37 were assigned to the non-sarcopenia group. A commercially available convex echoendoscope (gfuct260, olympus medical systems, tokyo, japan) was used for eus-bd. Type of adverse events/number of patients: sarcopenia group: bile leakage (3), bleeding (2), pneumoperitoneum (4), pneumonia (2), non-sarcopeni group: bile leakage (1), biloma (2).